Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and primary analysis revealed no anomalies found.

Event description:
It was reported that the left ventricular lead implantation was attempted, but not successful because the lead could not achieve adequate placement due to patient anatomy. The lead was removed. A new lead was implanted on a later date. No patient complications were reported as a result of this event.